Event description:
The customer reported that a flame occurred at the tip of the device during a cesarian section. The doctor had a snap (clamp) on a bleeder. When he touched the snap with the pencil to cauterize the bleeder, the flame occurred. The flame was extinguished immediately. No injury occurred to pt or personnel.

Manufacturer narrative:
(B)(4). Eval of the incident device found it to function normally and within spec. Visual inspection found the coating on the tip of the electrode was charred and worn away. The IFU cautions that the electrode has a coating to reduce sticking of eschar. If the electrode becomes damaged, it should be discarded. Activating the electrode against a metal object could result in damage to the electrode. The IFU associated with electrosurgery can provide an ignition source. Info regarding operation room fire safety was provided to the customer.